Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump stop event due to the driveline being disconnected; however, a specific cause for this event could not be conclusively determined through this investigation. The submitted controller event log file captured a transient pump stop on (B)(6) 2024 at 04:07:15 due to the driveline being disconnected. This event was associated with driveline disconnect, left ventricular assist device (lvad) off, and low flow alarms. The driveline was reconnected approximately 1 second later, and the pump ramped back up to the set speed without issue. The driveline was disconnected again at 04:22:07 and remained disconnected for the remainder of the log file, consistent with the reported controller exchange. The system appeared to operate as intended at the stored patient speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files revealed a driveline disconnection on (B)(6) 2024 at 4:07:15 that did not appear related to the system controller exchange. It was reported the events leading up to the driveline disconnection were unknown, as the patient did things without talking to their ventricular assist device (vad) team.